Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation when the atrial lead dislodged. The lead was removed and not reused due to tissue in the helix. Another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.